Manufacturer narrative:
Currently it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a heart attack and hyperglycemia. The customer's blood glucose reading was 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure tests. The customer also has a heart condition. The customer uses silhouette infusion sets. Nothing further was reported.